Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the t:lock/luer lock. Customer performed an infusion set change to address the issue. Customer¿s blood glucose level was 306-307 mg/dl.